Event description:
Essure was placed (B)(6) 2013 at the age of (B)(6). I had no period for 9 months but heavy bent over cramping when menstrual was supposed to come on. At the 10th month I bleed for 34 days straight with clots the size of a golf ball. After numerous dr visits she did endo bx, gave me pills to stop menses, after 14 days period stopped and came every 4th month as a spotting period only. (B)(6) 2015 I was diagnosed with severe depression and anxiety afraid to go out of the house. Very weird as I worked there for 15 years I was put out on disability for 8 months given xanax and zoloft for the duration and then was weaned off. When I was released from drs care my job let me go. During this time off as I have yet to work since. I've noticed severe fatigue, painful sex, vaginal dryness, loss of libido. No periods and blood work shows not menopausal. I would really like for these to be removed as I have maternal history of cervical (sister), uterine (mom), and breast cancer (mom).